Event description:
Additional information was received; additional testing was performed. Measurements of shock impedance remained high out of range in triad configuration. In distal coil to can configuration; shocking impedance measurements were within normal limits. Defibrillation testing was performed successfully with distal coil to can configuration with 17 joules revealing shock impedance measurements within normal limits. Defibrillation testing was performed successfully in distal coil to can configuration with 41 joules, shock impedance measurements were within normal limits. All other measurements were within normal limits. The patient with this lead was not hospitalized. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter device (ICD) displayed high out of range shock impedance measurements when the right ventricular lead was rogrammed in triad configuration. In distal coil programmed configuration, shocking impedance measurements were within range. An x-ray performed revealed no issues. An internal technical service consultant was contacted regarding leaving the patient in this programmed configuration. It was thought the issue was due to a connection issue or a lead fracture. A high resolution x-ray was recommended. Programming was left to the physician's discretion. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.